Event description:
It was reported that patient occasionally was getting a shock in the pocket site and her toes curls, unknown when it started. There was no fall or trauma noted. The manufacturer representative will check impedances, and then x-ray lead placement. It was reported 3 days later that patient would be coming to the office on (B)(6) 2014. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 889-33, lot# va0jp8w, implanted: (B)(6) 2014, product type: lead. (B)(4).